Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The first closure device that was deployed was a 24mm sized device. This closure device was deployed and recaptured 8 times to try to get an acceptable position in the laa. The physician finally made the decision to change the closure device to a 20mm sized device. This device was repositioned and recaptured several times before it came to an acceptable position. The device was released from the core wire and implanted in the laa of the patient. Two minutes after the device was released it was noted via transesophageal echocardiogram (tee) that it had embolized out of the laa. The device embolized to the aorta of the patient. The physician used an 18f sheath to snare the closure device and remove it from the patient. The procedure was continued and a non-boston scientific device was used to complete the procedure. The patient is doing fine following these events and there were no complications that were reported to have occurred. The patient has since been discharged from the hospital.